Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4). Final analysis of the pump found a pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis also found a pump motor gear train stall due to shaft-bearing anomaly. The analysis also found high pump battery resistance. Final analysis of the catheter found acceptable testing results. The catheter was returned incomplete in segments.

Event description:
It was initially reported that the pump was going to be explanted and the reason was unknown. It was noted that there were no patient symptoms/injuries related to this event. The medication in the pump was also unknown. It was later reported that the pump system was being used to deliver dilaudid, clonidine and bupivicaine. The patient was reported to be doing ¿fine¿. There was no troubleshooting performed. It was later reported that the pump was explanted on (B)(6) 2013. The patient status after the device was removed was reported as recovered without sequelae.